Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high capture threshold and the helix of the lead failed to extend. The lead was not used and replaced during procedure. There were no patient consequences.